Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that once the filter of the emboshield nav6 embolic protection system (eps) was prepped and loaded into the delivery catheter pod, there was resistance felt removing the delivery catheter and barewire from the filter system [tray]. When reshaping the barewire tip, the tip became unraveled. There was no patient involvement. Another nav6 eps was used to complete the carotid procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported stretched coils and break/separation of the barewire were confirmed. The reported difficulty shaping the tip was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. Based on the reported information and evaluation of the returned device, it is possible that inadvertent mishandling of the delivery catheter and barewire during removal from the tray caused the damage to the barewire tip; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1528 removed.

Event description:
Subsequently to the initial filed report, additional information was received: it was noted that there was no resistance removing the device from the tray; however, the tip was noted be difficult to shape. No additional information was provided.